Manufacturer narrative:
The two additional proglide devices referenced are filed under separate medwatch report numbers. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with three proglide devices, using the pre-close technique, via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, no suture was present when the proglide plunger was removed on all three proglide devices. The physician stated the device failure was due to heavy calcification at the access site. A surgical cutdown was performed to gain access for the tavr procedure. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.